Manufacturer narrative:
Received from the customer was eight primary sets model 2426-0500 lot 20053528 in the original packaging pouches. It was reported that the tubing was unable to prime due to a valve mis-assembly. The set was visually inspected for a mis-assembly of the back check valve. Visual inspection of the as-received set confirmed that the back check valve (p/n 630110) was incorrectly inverted, or "upside-down". No other anomalies were observed on the set. No functional testing was performed due to the incorrect orientation and misassembly. A device history record for model 2426-0500 with lot number 20053528 was performed. The search showed that a total of 34,563 units were built in 1 lot on (B)(6) 2020. There were no quality notifications (qn) issued during the production build for the failure mode reported. Based on the investigation, the potential root cause identified was an operator error that occurred during the manufacturing process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 8 gem v/nv ckv 3 ss 20dp 20pk were clogged/blocked/occluded. The following information was provided by the initial reporter: customer asked: wondering if you¿ve heard of any tubing sets that do not allow priming (flow) down the full length of the tubing? All are in the same lot (and you can visualize the defect through the packaging). This transpired from 8/1 to your notice. No further issues have been found in our dept.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 gem v/nv ckv 3 ss 20dp 20pk were clogged/blocked/occluded. The following information was provided by the initial reporter: customer asked: wondering if you've heard of any tubing sets that do not allow priming (flow) down the full length of the tubing? All are in the same lot (and you can visualize the defect through the packaging). This transpired from 8/1 to your notice. No further issues have been found in our dept.